Event description:
Labor and delivery clinical leader called to report that multiple different nurses were having difficulty with the IV angiocaths stating they felt as if the needles were dull. The nurses stated they were unable to get needle through patients' skins and one of the clinical leader stated that when she attempted to start IV, it felt as though she was "jamming" it through patient's skin. These are very experienced nurses who start a lot of ivs. Even when the needle pierced the patient's skin, the catheter was not able to be threaded into the vein. This has been a complaint as of recent, but this lot number is different.